Event description:
Customer reported touchscreen is not responding. Not pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the monitor and gib. System operates as intended.